Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be faulty scope socket and therefore the indicated error [b30] occurred. The event can be prevented by following the instructions for use which state: use, maintain and reprocess the equipment following olympus¿s instructions. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer. The customer reported to olympus, the xenon light source experienced an error code message b30 (scope communication error) before the procedure. An olympus lcd monitor, video colonoscope and video system center were also involved. The intended diagnostic colonoscopy procedure was completed without delay with a similar device. There were no reports of patient harm associated with this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5, d10).

Event description:
The customer reported to olympus, before using the visera elite xenon light source they discovered error code b30. The device was exchanged for a similar one. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the evis exera iii xenon light source had scope communication error which occurs intermittently due to a defective scope socket. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.